Manufacturer narrative:
R. Dinesh iyer, karthik ramachandran, pranavakumar palaninathan, ajoy prasad shetty t, sri vijayanand k s, rishi mugesh kanna, shanmuganathan rajasekaran. "Neuromonitoring signal changes in degenerative cervical myelopathy: an analysis of risk factors for signal drops during posterior cervical decompression". World neurosurg. (2024) 190:e17-e25, https://doi.org/10.1016/j.wneu.2024.06.057. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature article was reviewed regarding the neuromonitoring signal changes in degenerative cervical myelopathy, where an analysis of risk factors for signal drops during posterior cervical decompression was conducted. Nim-eclipse monitoring system was used. 100 patients were included in the study. There were 86 men and 14 women. Mean (sd) age of the cohort was 59.53 (11.18) years with a range of 37 to 84 years. Of the 100 cases, 55 were diagnosed as opll (ossified posterior longitudinal ligament), and 45 were diagnosed as csm (cervical spondylotic myelopathy). Signal drops were encountered after decompression in 26 of 100 cases; 14 were persistent drops, and 12 were transient drops. Of 14 persistent drops, 10 were false positives, and 4 were true positives. All 12 transient drops had only mep signal changes. There were 5 patients with postoperative neurological deficits (3 had opll, and 2 had csm). Signal drops were recorded in 4 patients (true positives¿2 csm and 2 opll), and 1 was false negative with no signal drops after decompression. The false negative patient had weak baseline with detectable signals only in the abductor hallucis and tibialis anterior muscle groups.